Event description:
The customer's mother reported that the customer was hospitalized due to hyperglycemia. The blood glucose reading at the time of the event was not reported. The customer's mother stated that the insulin pump had alarmed motor error on several occasions, and that the buttons were sometimes unresponsive. Troubleshooting was performed. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.